Event description:
The customer reported that the insulin pump alarmed. The customer stated that she jumped into the pool while wearing the insulin pump. Troubleshooting was performed. The alarm continued and the buttons were not responding. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly. Further testing was not performed due to the blank display.